Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that she had been exercising and may have sweat on the device. The customer's most recent blood glucose was 256 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No button error alarm noted and all of the buttons functioned properly. The insulin pump has cracked belt clip slot, stained end cap sticker, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.